Event description:
A report was received that the patient was experiencing a symptom of throat constraint due to the stimulator. The patient was treated with IV diuretic and was reprogrammed to lower the stimulation level. The event resolved without residual effects.